Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20mmx2.25mm omega stent was selected however during unpacking, it was noted that the stent was out of the expansion balloon when it was removed from the casing. No patient complications were reported. This product is only ous approved but is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) with stent. The stent was secure on the balloon; however, majority of the distal end of the stent was damaged with bent, stretched, and flared struts. The stent was stretched distally over the tip. The balloon was tightly folded. There was no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 20mmx2.25mm omega¿ stent was selected however during unpacking, it was noted that the stent was out of the expansion balloon when it was removed from the casing. No patient complications were reported. This product is only ous approved but is similar to an approved us device.